Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly received the following results on an mobile meter, compared to a professional meter: within 10 minutes: 311 mg/dl (mobile) and 132 mg/dl (hospital's meter) and within 10 minutes: 484 mg/dl (mobile) and 245 mg/dl (hospital's meter) no adverse event reported. Return of suspect device was requested and replacement was sent.